Event description:
During a procedure for prolapsed hemorrhoids, the instrument could not be pulled out of the anal canal after firing. After a bit of force was used, the instrument was pulled out and the surgeon realized that there were incompleted staples. The surgeon completed the procedure by hand suttering, which extended the o.r time by over an hour. Post-op bleeding after 6 hours. Surgeon had to re-operate.